Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the implantable cardiac monitor exhibited backup operation and could not be interrogated after suspected electrocautery interaction. After device software download, normal function resumed. No patient symptoms were reported. The patient would continue to be monitored.